Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Rosenbaum-halevi d, lopez-rivera v, turkmani a, et al. A safer endovascular technique for pre-operative embolization of juvenile nas opharyngeal angiofibroma: avoiding the pitfalls of external carotid artery - internal carotid artery anastomoses. Journal of cerebrovascular and endovascular neurosurgery. 2020;22(2):97-105. Doi:10.7461/jcen.2020.22.2.97. Medtronic received a report regarding a literature article pertaining to patients who had tumors embolized using a balloon-assisted embolization technique in which a hyperglide balloon in the c2-c4 ica segments is simultaneously inflated during injection of onyx into the tumor feeders. All tumors displayed tumor feeders from eca-ica anastomoses and were embolized using onyx-34. One case underwent a second embolization for tumor recurrence 14 months after the initial surgery and one case required a repeat embolization session to address residual tumor 4 years after the initial procedure. One patient experienced late-onset, transient facial palsy as a surgical-related complication.